Event description:
The facility reported a colleague infusion pump with a failure code of 550:320:844:0000. During service evaluation this pump failed to audibly alarm. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 550:320:844:0000 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to issues with the user interface module printed circuit board (uim pcb ). The uim pcb was replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4).